Event description:
It was reported that the device had an electrical reset. The device did reset and is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was one power on reset for critical ram parity error, 2013 (B)(6). There was one patient alert for device circuit error on 2013 (B)(6). (B)(4).

Manufacturer narrative:
This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action.